Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: it was received for analysis two detached needles of product code 8556h, lot php660. This product code is double armed. During the visual inspection of the detached needles, the swage and attachment area were noted to be as expected. However, body fluids, no remnant at the barrel hole and marks on the needle that appears to be by the use of a surgical instrument could be observed. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the needle popped off of the suture at the swage¿. A manufacturing record evaluation was performed for the finished device lot number php660, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was were reported that the patient underwent a CABG procedure on (B)(6) 2020 and suture was used. The needle popped off of the suture at the swage. The procedure was completed with a like device. There were no patient consequences reported.